Event description:
In 2007 , a 118kg lady presented for a semi-urgent caesarean section. A decision was made that the procedure would be performed under a spinal anaesthetic. The pt was placed in the sitting position and her back was cleaned and prepared with chlorhexidine solution and a sterile drape applied. The 25g whitacre was inserted at a level thought to correspond to l3-l4. No resistance was experienced on inserting the whitacre and because of this it was felt that the needle position was not correct. The needle and stylet were removed and it was at this point that it was noticed that the distal 20mm of the needle was missing. Subsequent x-ray investigation has shown it to be located within the pt's back. It is planned that she will have surgery today (fifteens days later), to remove the needle tip. .

Manufacturer narrative:
A review of the complaint database did not reveal any other incidents of this nature with this lot of needles. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.